Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a decrease in r-wave sensing on the right ventricle (rv) lead. The rv lead was deactivated and replaced to resolve the event. The patient was in stable condition.